Manufacturer narrative:
(B)(4) - failure to follow directions. Stent was not checked after preparation and before use. Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query of the electronic complaint handling database revealed no other incidents for stent dislodgement reported from this lot. It should be noted that the instructions for use, in the inspection prior to use section 9.1, states that prior to using the multi-link vision rx coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that a 3.50x15mm vision stent delivery system (sds) was advanced to the proximal right coronary artery (rca) lesion without resistance. Upon balloon inflation, per angiogram, there was no stent on the sds. The physician removed the guide wire, guide catheter, and the sds as one unit. The territory manager and physician reviewed the films of the sds entering into the patients anatomy and could not see a stent. It was noted that the stent must not have been on the sds when entering the patient's anatomy. Another 3.0x15mm vision completed the procedure successfully. There were no reported adverse patient effects and there was no clinically significant procedural delay. The stent was not found. There was no additional information provided.